Event description:
It was reported that the #3 mis 4:1 femoral cutting block got a pin stuck in locking hole. Had to remove with a mallet. Hole is warped. Had to replace with new one.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.